Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device could not be conducted at this time because the device could not be located. If located, analysis will be completed and the results will be forwarded. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed, and no anomalies were found. The outer insulation had pulled apart (overstress); the outer insulation had white substance; apparent explant damage noted.

Event description:
It was reported that upon removal of the pacemaker it was not possible to unscrew the lead, and as a result, the lead was cut and replaced during the scheduled device replacement. It was also noted that on the same day as the initial implant of the device and lead, the lead had dislodged and was repositioned. Both the device and the lead were replaced. No patient complications have been reported as a result of this event.